Event description:
It was reported that pump displayed malfunction alarm and did not reset, with no notable events occurring beforehand and no indication of adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode and return it with pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.